Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/24/2023, it was reported by a sales representative via email that (2) ar-1927bct suture anchors broke. This occurred during a rotator cuff repair on(B)(6) 2023, when the surgeon used the punch and tap to prepare the bone for the anchor and the anchor broke while being inserted. A second anchor was then opened and the bone was prepared again with the 5.5 corkscrew tap and that anchor broke as well. All pieces of the anchor were removed from the patient, and the case was completed with a third anchor, the bone was prepared with the same tap.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not provided. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.